Manufacturer narrative:
Catalogue #: the customer reported the eva tpn bags were either product code either h938737 (250ml) or h938738 (500ml). The device were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were leaking from the port and disconnected from clearlink solution administration sets. The leaks were discovered during patient infusions. The leaks were noted where the IV (intravenous) tubing was spiked into the bag (port). The issue was identified during patient infusions; further described as ¿30 minutes after the tpn bag was spiked, primed by the nurse, and the infusion was initiated via cvc (central venous catheter), leaking was noted from where the IV tubing was spiked into the bag. When the tubing was touched near the spike for inspection purposes, the spike fell out of the bag.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.